Event description:
It was reported that the patient presented in clinic. Device interrogation revealed low pacing impedance and noise on the right atrial lead. The physician elected to explant and replace the lead. No health consequences on the patient.